Event description:
A customer reported through email that occasionally the screen was unresponsive. There was no adverse impact to the customer's blood glucose level. No additional information was received about corrective actions, and no further action was required as the follow-up was declined.